Event description:
Related manufacturer reference number: 2017865-2021-15895. It was reported that the patient presented on (B)(6) 2021 complaining of uncomfortable stimulation. It was noted by x-ray that both their right atrial and right ventricular leads dislodged. High right atrial lead thresholds were also noted. Both leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.